Manufacturer narrative:
Evaluation: the product was not returned for analysis results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints for this lot. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgical coordinator reported that after an intraocular lens (iol) was implanted, the patient had poor visual acuity. The lens was exchanged two weeks after initial implantation for the same model different power. Additional information was requested.